Manufacturer narrative:
The insulin pump alarmed failed battery test due to corroded battery tube. Displacement test wasn't performed due to failed battery test alarm. All of the buttons functioned properly. No damage in keypad assembly was noted. The lcd connector was inspected and no unlocked connector was noted. The device had cracked case at display window corner and minor scratches on the display window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported the keypad on the insulin pump was unresponsive. Customer's blood glucose was unknown. The insulin pump is being returned for analysis.